Event description:
Patient's caregiver called in due to patient's monitor not turning on. Attempted to troubleshoot issue by ensuring that both the batteries had a charge via the charging station. When both the batteries were properly inserted into the monitor the monitor screen never turned on. The issue was not resolved. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.